Event description:
It was reported that follow up x-ray imaging confirmed the sensor had migrated from the left pulmonary artery to the right ventricle post implant (sensor implant date (B)(6) 2025). No readings could be obtained from the sensor. There were no adverse consequences reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.